Event description:
On (B)(6) 2011, patient reported elevated blood glucose of 360-400 mg/dl due to the infusion sets. A few infusion sites leaked insulin, and on one occasion, the insertion needle of the infusion set did not fully extend. Patient also had difficulty removing the paper backing and this caused the adhesive to wrinkle. She threw away these infusion sets without using them. Normal blood glucose is 90-150 mg/dl. Insertion device was used to insert the headsets. Patient noticed the insulin leakage when her infusion sites were wet. The infusion cannulas were not bent or kinked. There was some bleeding when the headsets were removed. Patient changed the infusion site and delivered a correction bolus to decrease blood glucose. Patient received replacement infusion sets from her supplier and is now using those. Alleged infusion sets were discarded and will not be returned for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
Method, results - no product will be returned for evaluation.